Event description:
N/a.

Manufacturer narrative:
Updated fields; b4, d1, d4, d9, g3, g6, h2, h3, h4, h6, h10. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to reproduce the reported issue. The fse found problem with safety disk and crm, so the fse replaced the safety disk and crm, passed all necessary test and checked the machine for 1 hour. The machine was found working ok. The fse handed over the equipment to the customer in good working condition.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) unit had a leak in the iab circuit. There was no patient involvement.